Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 1 year post implant, it was reported that the pt had a driveline infection and the reported cause of the infection was "pt's condition." The pt was admitted into the hosp on (B)(6) 2014 due to a sustained infection and was treated with irrigation of the wounded area.

Manufacturer narrative:
The event occurred at (B)(6). The pt remains on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported infection could not be determined. The patient was treated for the reported infection and remains ongoing on vad support with no further events reported to the manufacturer. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.